Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited myopotential oversensing which led to pacing inhibition. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Correction-section b5: added the missing high impedance issue in b5.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead triggered safety switch from bipolar to unipolar configuration due to high out of range pacing impedances and exhibited myopotential oversensing which resulted pacing inhibition. Programming suggestions were made, no intervention or adverse patient effects were reported.